Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy for atrial fibrillation (af) with rapid ventricular response that was detected as fast ventricular tachycardia (vt). The device remains in use and the patient was being admitted and treated to slow the arrhythmia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy for atrial fibrillation (af) with rapid ventricular response that was detected as fast ventricular tachycardia (vt). The device remains in use and the patient was being admitted due to arrhythmia and an altered mental status. No further patient complications have been reported as a result of this event. It was also reported that the right atrial (ra) lead exhibited frequent undersensing during ventricular tachycardia (vt) episodes. The ra lead remains in use.